Manufacturer narrative:
Unable to verify s/w due to intermittent button response unit received with button intermittent due to corroded keypad traces. No unexpected button error alarm noted. Unable to performed displacement, rewind, seating and basic occlusion and unable to verify a21 error test due to intermittent button response. Unit received with scratched case, cracked battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had alarmed button error and unexpected restart. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 256 mg/dl at the time of the incident. The customer stated that after they changed the battery due to the button error, the insulin pump alarmed unexpected restart. The customer stated that the button was being pressed for more than three minutes. Customer stated that the clock on the insulin pump did not advance when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.